Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and removal difficulty occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 12mm in length, de novo, eccentric, target lesion was located in the severely tortuous, moderately calcified and 2.25-2.5mm in diameter left anterior descending artery (lad). The lesion contained a >45 and <90 degrees bend. A 6f 3.5 non bsc guide catheter was placed coaxially in lad. After an unspecified size choice intermediate guide wire crossed the lesion with a support of an unspecified microcatheter, a 2x10mm non bsc balloon catheter was advanced for predilation of the lesion until 12 atmospheres. Percent stenosis of the lesion immediately after predilation was 50-60%. Another non bsc guide wire was advanced for support in lad. Then a 2.50mm x 16mm promus element ¿ stent was advanced however significant resistance was encountered when the physician tried to push the device. Significant resistance was encountered upon withdrawal of the device and it was noted that the stent strut was lifted. The procedure was completed using another of the same device. Post dilation was performed with a 2.5 x 9mm non compliant (nc) non bsc balloon catheter with good final outcome. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that stent damage and removal difficulty occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 12mm in length, de novo, eccentric, target lesion was located in the severely tortuous, moderately calcified and 2.25-2.5mm in diameter left anterior descending artery (lad). The lesion contained a >45 and <90 degrees bend. A 6f 3.5 non bsc guide catheter was placed coaxially in lad. After an unspecified size choice intermediate guide wire crossed the lesion with a support of an unspecified microcatheter, a 2x10mm non bsc balloon catheter was advanced for predilation of the lesion until 12 atmospheres. Percent stenosis of the lesion immediately after predilation was 50-60%. Another non bsc guide wire was advanced for support in lad. Then a 2.50mm x 16mm promus element ¿ stent was advanced however significant resistance was encountered when the physician tried to push the device. Significant resistance was encountered upon withdrawal of the device and it was noted that the stent strut was lifted. The procedure was completed using another of the same device. Post dilation was performed with a 2.5 x 9mm non compliant (nc) non bsc balloon catheter with good final outcome. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).